Manufacturer narrative:
The device has been received by depuy synthes power tools. The device has been evaluated and the reported problem of hose damage was confirmed. During the pre-digaganostic assessment, the unit failed the oil leak test. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had a damaged hose. Device was not used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.